Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that upon review of a yellow alert received by the clinic, the cardiac resynchronization therapy defibrillator (crt-d) displayed high out of range (oor) pacing impedance. Boston scientific technical services (ts) suggested trying to test other configurations. The health care professional (hcp) planned to bring patient in for troubleshooting. Additional information received indicated that the cause of the impedance issue was not determined; no x-ray was performed and the field representative could not reproduce the oor impedance measurement in office. The clinic will continue to monitor the patient. At this time, the device remains in service. No adverse patient effects were reported.